Event description:
The customer reported that when the camera was connected, the image flickered, jumped, and intermittently disappeared. There were no reports of patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, the resolution is inadequate and the image is purple. A definitive root cause could not be identified based on the available investigation results. It is likely the cause could not be determined for the customer allegation also for the fiber bonding in the distal end region of the outer tube was damaged the most probable cause is component failure. The video cable was broken, resulting in a purple image. The charged coupled device (r-unit) was damaged, resulting in inadequate image resolution. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.